Event description:
The customer reported that the system displayed a corrupted file error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was formatted and the software was loaded. The system was tested and found to be working as intended and put back into service.